Manufacturer narrative:
The size of the toemate screw used was too large for this patient's bone. The surgeon completed the case using k-wire. There was no harm to the user or patient and there was no malfunction of the device itself. The implanting surgeon has subsequently used the smaller size toemate device in another case and was very happy with the outcome.

Event description:
Patient's bone cracked during placement of promixal phalangeal screw. This MDR (FDA medwatch form 3500a) is now being filed in accordance with the findings on form 483 (observations), received during our (B)(4) inspection held in 10/2015.